Event description:
It was reported the patient presented remotely via merlin net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise. No changes or intervention was performed. The patient was in stable condition.